Event description:
It was reported that device damage and difficulty recapturing occurred. A left atrial appendage (laa) closure procedure was being performed and a 31mm watchman flx pro closure device and delivery system were inserted and advanced to the laa. The device was deployed and recaptured two to three times during the procedure however the decision was made to abort due to inability to anchor the device and meet release criteria. Upon final recapture the 31mm watchman flx pro closure device would not fully recapture. A second implanter scrubbed in to assist and eventually was able to fully recapture. After removal of the 31mm watchman flx pro closure device and delivery system from the anatomy, the flaps at the end of the delivery system sheath appeared to be frayed or fringed. The procedure was aborted due to inability to meet release criteria.

Manufacturer narrative:
Procedural media was provided to aid in the investigation and reviewed by a boston scientific quality technician. The media comprised of four photos depicting damage to the tip (flared tri-cuts), consistent with deploying and difficulty recapturing the implant.

Event description:
It was reported that device damage and difficulty recapturing occurred. A left atrial appendage (laa) closure procedure was being performed and a 31mm watchman flx pro closure device and delivery system were inserted and advanced to the laa. The device was deployed and recaptured two to three times during the procedure however the decision was made to abort due to inability to anchor the device and meet release criteria. Upon final recapture the 31mm watchman flx pro closure device would not fully recapture. A second implanted scrubbed in to assist and eventually was able to fully recapture. After removal of the 31mm watchman flx pro closure device and delivery system from the anatomy, the flaps at the end of the delivery system sheath appeared to be frayed or fringed. The procedure was aborted due to inability to meet release criteria.